Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager rx balloon catheter was dilated for the first time; however, it ruptured at 6 atm. The lesion was dilated with another company's balloon catheter and the procedure was completed after deploying a 3.0 x 23 mm vision stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - prod performance engineering determined that factors that may contribute to balloon damage may include, but not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The pt anatomy was described as mildly calcified and 90% stenosis, which may have contributed to the reported difficulties; however, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.